Event description:
During a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected and functioned properly during initial preparation. The patient was under sedation. During the pulmonary vein isolation which requires the isolation of all four pulmonary veins. The device performed as expected while treating the first three veins. However, when navigating toward the right inferior pulmonary vein, the steering mechanism broke, as the device no longer deflected. Therefore, the physician aborted the procedure. No broken components were left inside the patient; the physician chose not to introduce a new device due to the presence of the broken product in the patient, citing potential risk. The device is expected to be returned for further analysis.

Manufacturer narrative:
(B)(6). Investigation summary: with all the available information, boston scientific concludes the returned device found a fractured pull wire along the sheath shaft, resulting in the loss of steerability. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific post market laboratory initial inspection observed a fractured pull wire along the sheath shaft. An attempt to evaluate the sheath steerability performance was unsuccessful, as the steering knob was able to rotate clockwise but did not engage the deflection mechanism. X ray inspection observed a fractured pull wire along the shaft and wire loose in the handle. Dissection of the sheath handle found a loose pull wire in the sled due to the fractured wire along the sheath shaft. Microscopic inspection of the shaft confirmed a pull wire fractured along the shaft. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of difficult/failure to maintain deflection is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on all the available information the cause traced to component failure conclusion code was selected for the allegation of difficult/failure to maintain deflection as analysis of the returned device found a fractured pull wire along the sheath shaft, resulting in the loss of steerability.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1 initial reporter phone number: (B)(6).

Event description:
During a pulse field ablation (pfa) procedure, the faradrive steerable sheath clear was selected and functioned properly during initial preparation. The patient was under sedation. During the pulmonary vein isolation which requires the isolation of all four pulmonary veins. The device performed as expected while treating the first three veins. However, when navigating toward the right inferior pulmonary vein, the steering mechanism broke, as the device no longer deflected. Therefore, the physician aborted the procedure. No broken components were left inside the patient; the physician chose not to introduce a new device due to the presence of the broken product in the patient, citing potential risk. The device is expected to be returned for further analysis.